Event description:
The service report shows that while performing an unrelated repair regarding flow inaccuracies, the nellcor puritan-bennett customer support engineer found the ventilator's alarm not to be functioning. The unit was inspected and the alarm assembly was replaced to correct the malfunction. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.